Event description:
It was reported that the patient did not receive therapy for a vt. The device was programmed to "if all" therefore it undersensed the vt and diagnosed it as a super ventricular tachycardia. Additionally, non sustained ventricular oversensing due to myopotential oversensing was also noted. Programming changes were recommended.